Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor. On the evening of (B)(6) 2019 to (B)(6) 2019, the customer obtained a scan of 400mg/dl and experienced unspecified "head" symptoms and fatigue and was able to self-treat with insulin (dose unknown.) After 20 minutes the customer obtained a blood glucose of 85mg/dl on the built-in meter. The customer went to the hospital and was treated with additional insulin by hcp for the unspecified high scans. A blood glucose of 76mg/dl was obtained on the hcp meter and then the customer was treated with glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.